Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery, and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected, and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in '08, due to an incident of hyperglycemia. The reporter states the pt had labile blood glucose for several weeks prior to the hospitalization with frequent highs. On that day, she was hospitalized, and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.